Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, it was noted that inappropriate high voltage therapy and inappropriate anti tachycardia pacing (atp) was delivered to the patient. It was suspected that the cause of the event was insulation damage on the right ventricular (rv) lead. However, the insulation damage could not be confirmed via x-ray or during the revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.